Manufacturer narrative:
Device evaluated by manufacturer: no, lens not returned. (B)(4).

Event description:
The reporter stated the surgeon implanted an micl implantable collamer lens in the patient's eye. At the same day of surgery and one day post-op the patient was doing well and va was 20/15. The patient travelled out of state that same week of surgery and reported a slight decline in vision and discomfort to the eye. The patient was prescribed a steroid and pressure drop. The patient was advised to see a local doctor and presented with angle closure. The patient returned to the surgeon the following week and presented with a shallow chamber. The surgeon had difficulty opening an additional pi, temporizing her pressure but the patient wanted the icl removed. The lens was explanted and the patient has recovered her vision well. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Information received - the reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -9.5 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to elevated intraocular pressure. Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Based on the complaint history, work order search, medical review and device history record review, a specific root cause of the event could not be determined. (B)(4).